Event description:
Reporter indicated that pt is experiencing an increase in depression. Diagnostics are within normal limits which indicates the device is functioning properly. Physician does not believe the increase in depression is related to vns but can't rule it out since she does not have any previous history on pt. Settings have been lowered and pt reports this is alleviating their depression.